Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer ¿4fr single lumen powerpicc solo catheter was inserted on (B)(6) 2023 in the right arm (basilic vein). Cut @ 49cm. External length= 7cm. The fracture is where the line measures 10 cm/11 cm. 19th of september - extravasation - had 30 mins left of irinotecan when complained of arm pain around PICC line, infusion stopped, able to flush and draw blood, arm not swollen, not painful, no redness, only exit site slightly inflamed, so restarted; - towards end of infusion complained of worsening arm pain and swelling, infusion already completed. Now able to flush but unable to draw back; - advised not to use PICC on right side, will likely need to be removed as probably line is fractured. 20th of september - plastic review - no skin changes, compartments soft, no evidence of necrosis, full elbow extension and flexion, neurovascular intact. PICC removed - fracture presents where the line measures 10 cm/11 cm. 22nd of september - patient discharged, arm remained looks okay: nil skin changes, nil evidence of necrosis, neurovascular intact.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. Three photographs of a 4 fr single lumen powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the catheter shaft between the 10 and 11 cm depth markings. Evidence of use was observed on the sample in the returned photographs. No other details of the damage could be discerned in the returned photographs. Catheter damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer ¿4fr single lumen powerpicc solo catheter was inserted on (B)(6) 2023 in the right arm (basilic vein). Cut at 49cm. External length= 7cm. The fracture is where the line measures 10 cm/11 cm. 19th of september - extravasation - had 30 mins left of irinotecan when complained of arm pain around PICC line, infusion stopped, able to flush and draw blood, arm not swollen, not painful, no redness, only exit site slightly inflamed, so restarted; - towards end of infusion complained of worsening arm pain and swelling, infusion already completed. Now able to flush but unable to draw back; - advised not to use PICC on right side, will likely need to be removed as probably line is fractured. (B)(6)- plastic review - no skin changes, compartments soft, no evidence of necrosis, full elbow extension and flexion, neurovascular intact. PICC removed - fracture presents where the line measures 10 cm/11 cm. (B)(6)- patient discharged, arm remained looks okay: nil skin changes, nil evidence of necrosis, neurovascular intact.¿